Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for Bowel Dysfunction/Sacral Nerve Stim and Gastrointestinal/Pelvic Floor. It was reported that they had an implant for 4 years and it wasn't working enough so they had another one put in 2 weeks ago this coming (b)(6). Caller said they were using two stimulators at the same time. The 3058 that was implanted in 2022 was not explanted like it shows in registration. They were having problems with the velocity of them and they were not sure if they were using the right program. The issue started when they put in the second device. Caller said they have too much vibration. It was so strong they have chest problems and the whole body shakes. Walked caller through checking their settings. They said the amplitude was at 0.1 mA on program 6. Told caller that was the lowest amplitude they could go. Caller wanted to kno w what program to switch too. Agent explained it was trial and error. The patient was redirected to their healthcare provider (HCP) to further address the issue. Caller said they were going to call their manufacturing representative (rep). The patient called back indicating they do not have the correct phone number for field staff and asked that a message be sent to them regarding their request. Emailed field staff.

Manufacturer narrative:
Continuation of D10: Product ID 3058 Lot/Serial#(b)(6) Implanted: (B)(6) 2022 Product Type IMPLANTABLE NEUROSTIMU LATOR Section D information references the main component of the system. Other relevant device(s) are: Product Id: 3058, Serial/Lot #:(b)(6), UBD: 14-MAY-2023, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.